Event description:
Three v-loc needles opened during tlh, bso, cysto case. First v-loc needle opened found to be bent, not used, and set aside. Second v-loc needle broke in half during use with auto suture; both halves retrieved and placed aside. Third v-loc opened, used, and needle broke away from suture.